Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 power supply was reseated and adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system would not capture images during a case. The system had to be rebooted and the procedure was completed. No patient injury was reported.